Manufacturer narrative:
Results: the podj stretch resistance wire (sr wire) was fractured and the proximal constraint sphere was missing. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil had offset coil winds. If the device was forcefully advanced against the resistance experienced during the procedure, damage such as offset coil winds may occur. These offset coils may contribute to resistance during subsequent attempts to manipulate the coil. The root cause of the initial resistance could not be determined. Further evaluation revealed that the embolization coil was detached within its introducer sheath and the pusher assembly was not returned for evaluation. This detachment was likely incidental to the reported complaint. Evaluation of the returned podj revealed that the sr wire was fractured. If the podj is forcefully retracted against resistance, damage such as a sr wire fracture may occur. The root cause of resistance could not be determined. The pusher assembly to the podj was not returned to penumbra for evaluation. Evaluation of the returned lantern revealed a functional device. The returned podj was flushed out of the lantern then a demonstration coil was advanced through the returned lantern and out of the distal tip without an issue. The ruby coil and podj pusher assemblies were not returned to penumbra for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01458.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01458.

Event description:
The patient was undergoing a coil embolization procedure in the right transfemoral artery using a ruby coil and a pod packing coil (podj). During the procedure, the physician attempted to advance a ruby coil through a lantern delivery microcatheter (lantern); however, after advancing approximately 20 cm into the lantern, the ruby coil remained stuck before reaching the distal end of the lantern. Therefore, the ruby coil was removed and a new ruby coil was successfully implanted. The physician then attempted to place a podj; however, resistance was experienced and the podj unintentionally detached within the lantern while being retracted. The lantern containing the detached podj was removed from the patient and the procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.